Event description:
As reported by the sales rep, the balloon did not inflate, therefore causing the stent not to deploy. The patient was admitted for stenting of a 70 stenosis in the left renal artery. The vessel was not calcified with minimal tortuosity. A palmaz genesis on aviator 6.0x17/15 was chosen for the procedure. There were no anomalies noted with the product or packaging prior to use. The device prepped normally. The saline/contrast ratio was 1:1. The inflation manometer was used with other products without difficulty. There was no resistance noted while advancing the device through the hemostatic valve, guiding catheter, or across the target site. The catheter was never in an acute bend. There was no evidence of a leak from anywhere on the device.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.